Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-00185. It was reported the patient went to the ER due to pain at the scs system lead site and in her right leg. The patient stated she turned the system therapy off. Consequently, surgical intervention was taken, the leads were repositioned to the top of t7 and moved more posterior. Stimulation therapy was reportedly restored postoperatively.